Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported by the pt, "pt is having pain in her hip all the time. Every time she goes to do something or twist the wrong way, she feels a lot of pain and is on bed rest for a few days. Pt believes her hip was part of the recall. Doctors have her on vicodin 4 times a day for pain. Her hip replacement was on her left side but the pain is so severe she also feels the pain on her right side."